Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported using trusteel infusion sets for 3 days. Tandem technical support informed customer that trusteel infusion sets should be changed every 48 hours per the user guide. System check was started with technical support; however, customer was unable to complete the check at time of call. Upon follow up, customer reported they had begun changing pump supplies every 2 days and the occlusion had not recurred. Customer's blood glucose ranged from 200-370 mg/dl.